Event description:
The customer reported that they only had half of the image. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by (B)(4). The product was returned and the a/d pc and led pc boards were replaced. The sensor cable was also replaced. The service engineer performed the calibration and self tests, and all functions met specifications. (B)(4).